Event description:
Caller reported a malfunction on the pump, identified by malfunction code 12, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. Customer was instructed to continue using the pump and to call back if the issue happened again.